Manufacturer narrative:
(B)(4) - the device was returned with the product mandrel inserted and stent balloon protector attached. A visual and microscopic examination identified proximal stent damage. The struts on row 1 from the proximal edge were raised proximal. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and or procedural factors. (B)(4)

Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during a coronary stenting treatment procedure, the stent would not cross the lesion. The de novo target lesion was located in the ostium of the moderate calcified and tortuous proximal left anterior descending (lad). The lesion was predialted with an unknown device. During the procedure, the physician could not cross a 3.0x24mm taxus liberte stent to the target lesion artery. The procedure was successfully completed with another of the same device. No patient complications were reported and the patient status is stable. However, analysis of the returned device revealed stent damage.